Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had an insulin pump error. The customer's blood glucose levels were unknown at the time of the incident. Customer states the insulin pump error had an unexpected restart. Troubleshooting was performed however the insulin pump error occurred again. The insulin pump is returning for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No pump error 23 or blank display anomalies noted. Device trace download analysis confirmed the device alarmed power error 25 and power loss alarm. The power management tool confirmed power error 25 and power loss alarm, problem isolated to electronic assemblies.